Event description:
It was reported that the patient was burned by her scs charger. The patient did not seek treatment or treat the burn herself. Physicians assistant examined the burn site and reports no burn or redness on patient's skin. The patient's charger was replaced and she is now doing well.